Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while using a 25 g x 1 in. Bd eclipse¿ needle, a physician obtained a needle stick injury post-use because the needle was unstable after being attached to a syringe. The physician received routine post exposure lab work.